Event description:
The patient was undergoing an upper left lobectomy via video assisted thoracoscopy. As the physician was proceeding through his surgery, he requested the need of a linear stapler. The pulmonary vein was identified and isolated from the main pulmonary artery. The atw35 linear cutter was opened and upon application to the tissue to be ligated the device failed to be deployed. The vein continued to bleed profusely, and the seventh interspace had to be opened to control bleeding of the superior pulmonary vein.